Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon removal difficulties were encountered. The lesion being treated was a 90% stenotic in-stent restenosis located in the proximal circumflex artery (cx). The vessel was predilated with a 2.50 x 12mm maverick balloon. The physician placed a 2.50 x 16mm taxus express2 drug eluting stent to 12 atms for 16 seconds. After the balloon was completely deflated, difficulties removing the stent delivery system were encountered. The physician pulled back on the catheter but was not able to free the balloon. The physician then waited for about one minute and attempted to pull back the balloon, this attempt was successful. No patient complications were reported. The patient's status was reported as "satisfactory/good".